Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 13th september 2010 and performed to specification up to the 21st september 2014. During this time a new pad-pak was installed. Multiple manual power ups of mainly ten minute duration were recorded between the 28th september 2014 and the 26th october 2014. On the 2nd november 2014 the device passed an auto self-test and continued to perform successful weekly auto self-tests up to the 28th june 2015. Further multiple manual power ups mainly of ten minutes duration where observed between the (B)(4) 2015. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.